Manufacturer narrative:
Qc showed high fliers. On (B)(4) 2010, a bci field service engineer (fse) replaced sodium (na) electrodes, samples probe, wash collar, and carbon bridge.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated sodium (na) results intermittently generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. When delta check failed, the samples were repeated on an alternate instrument. Repeat testing produced lower results which were reported. There was no effect to patients.